Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right jugular vein due to a current pulmonary embolism. Patient is alleging tilt, vena cava perforation, small bowel perforation and perforation of proximal third portion of duodenum, aortocaval fat. The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿there is an infrarenal ivc filter, most likely günther tulip subtype, with mild posterior tilt of the apex without impingement of the apex on the posterior wall the ivc. No evidence of filter migration, bending, or fracture. The 2 anterior retention books penetrate the wall of the ivc, with the more lateral hook indenting the posterior wall of the proximal third portion of the duodenum with no appreciable wall thickening or adjacent inflammatory stranding. The more medial penetrating retention hook resides within the aortocaval fat without contact with the adjacent aortic wall or distal third portion of the duodenum.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Investigation ¿ the following allegations have been investigated: tilt, perforation of small bowel, duodenum, aortocaval fat, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from computerized tomography (CT): "ivc filter as described above. The lateral dominant arm is contiguous with the anterior aortic wall and may be slightly embedded in the aortic wall." "There is interval placement of an ivc filter with right posterior lateral tilting. There is extraluminal extension of 5 ivc filter arms. The most left lateral dominant arm extends to the right ventral margins of the abdominal aorta on image 383 series 7. This arm appears to be contiguous with the aortic wall and may be partially embedded in the wall. There is mild focal aortic well thickening at this level. There is no aortic intraluminal extension. The anterior dominant arm extends ventrally and is contiguous with the posterior wall of the duodenum as it crosses midline. There does not appear to be extension into the duodenal lumen. The posterior dominant arm extends dorsally and is contiguous with the anterior l3 vertebral body. Otherwise, the ivc is patent and normal in caliber without filling defects or thrombosis"

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Catalog and lot# are unknown, however, the alleged celect is manufactured and inspected according to a43498 (celect mi), a43590 (celect qci). The following allegations have been investigated: embedment. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.